Manufacturer narrative:
An event of a retraction problem and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no related incidents were revealed for this lot. Information from the field indicated that during the procedure, the valve was partially deployed, and the delivery system appeared to be under compression and pushed towards the outer curvature of the aortic arch, thus increasing the angle between the delivery system capsule and the partially deployed valve. The valve was slightly high on the left coronary cusp (lcc) side, so it was decided to resheath the valve to go a bit deeper. However, the valve was not able to be resheathed fully. The majority of the valve was retracted into the valve capsule, but the non-flared inflow edge of the implant was still outside of the capsule. The valve capsule appeared to have an accordion deformation. The deployment wheel was rotated counterclockwise slightly, and the proximal delivery catheter straightened out. The micro adjustment wheel was used to try to close the gap while the distal end of the delivery system was in the descending aorta, but the gap remained. The delivery system with the valve inside was brought back through the non-abbott sheath and was successfully removed from the patient. The provided imaging was reviewed by an abbott technical director of medical affairs. Refer to pit-005368 within this complaint for the complete review. Based on all available information, the reported material deformation appears to be a cascading event of the retraction problem. The retraction problem appears to be related to procedural conditions (severe angle between capsule and partially deployed implant). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan valve was chosen for implant using a flexnav delivery system. The valve was loaded by an abbott employee. During loading of the valve into the delivery system, there were no issues leading the retainer tabs into the retainer receptacle, no increase in drag noted on the deployment/resheath wheel, and no issues with retracting the valve into the delivery system. During procedure, the valve was partially deployed, and the delivery system appeared to be under compression and pushed towards the outer curvature of the aortic arch, thus increasing the angle between the delivery system capsule and the partially deployed valve. The valve was slightly high on the left coronary cusp (lcc) side, so it was decided to resheath the valve to go a bit deeper. However, the valve was not able to be resheathed fully. The majority of the valve was retracted into the valve capsule, but the non-flared inflow edge of the implant was still outside of the capsule. The valve capsule appeared to have an accordion deformation. The deployment wheel was rotated counterclockwise slightly, and the proximal delivery catheter straightened out. The micro adjustment wheel was used to try to close the gap while the distal end of the delivery system was in the descending aorta, but the gap remained. The delivery system with the valve inside was brought back through the non-abbott sheath and was successfully removed from the patient. A new valve and delivery system were prepared and loaded, and the second implant with the new system was successful.